Event description:
It was reported that a pt arrived at the operating room with the tracheostomy tube in place. It was placed in the pt quite some time ago, but the caller did not know when. A leak was later discovered when the pt arrived at the intensive care unit. The air was leaking from the pilot balloon. They repaired the tracheostomy tube using a tracheostomy tube repair kit. They removed the existing pilot balloon and valve from the tracheostomy tube, and replaced the pilot balloon and valve with new items from the repair kit. The original tracheostomy tube is still in the pt, and the pt is in stable condition.